Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was recovered after rebooting. The foot switch was remotely fixed over the phone. No further information is available.

Event description:
The customer reported that the system displayed a foot switch stuck error message. No patient injury was reported.